Event description:
It was reported following scs implant surgery, the patient had difficulty walking due to loss of right leg motor function. The patient was hospitalized and CT scan performed. Results appeared normal. Patient discharged to rehabilitation center, it is reported patient's walking has improved using brace and walker. Follow-up indicates pt is using scs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.